Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) pacing inhibition due to oversensing of right ventricular (rv) signals. Unipolar lv noise was observed in other sensing vectors. It was noted that the patient's blood pressure was decreasing due to lv pacing inhibition. As a result, the field representative programmed lv sensing off. This ICD remains in service. No additional adverse patient effects were reported.